Event description:
Information was received from a patient and from a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that it was taking too long to charge the ins. The patient reported that she charged for 18 hours with good coupling and only got to three quarters full. No symptoms were reported.